Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels fatigue, an excess of urination, thirst and blurry vision. The customer states he does not require medical attention. Customer's expected blood result are 99-114mg/dl fasting. Verified the strips expire 1/14/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 179mg/dl and 174mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of about high blood results. Customer states that he feels fatigue, an excess of urination, thirst and blurry vision. The customer states he does not require medical attention. Customer's expected blood result are 99-114mg/dl fasting. Verified the strips expire 01/14/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 179mg/dl and 174mg/dl fasting. Reviewed meter memory; no adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.